Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she was in the emergency room on (B)(6) 2015 for a diabetic ketoacidosis. The diabetic ketoacidosis was due to a kinked tube. She was feeling very thirsty and attempted to correct her blood glucose but she never recovered. The customer called someone to bring her to the hospital. Customer's blood glucose level was 870 mg/dl. The customer urinated frequently, vomited, and was thirsty. She treated her high blood glucose by bolusing. The customer was wearing the insulin at the time of the emergency room visit. In the hospital she was treated with IV insulin, potassium, magnesium, and six bags of IV fluid. She noticed the infusion set had a bent cannula. The device was not returned.